Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller in resetting the pump, allowing insulin therapy to resume immediately. Customer was informed that a replacement pump with updated software would be shipped, and instructions for returning the defective pump were given. Customer acknowledged the need to program new settings and connect their cgm to the replacement pump. Customer continued to use pump for insulin therapy.